Event description:
Acct reports that they have difficulty connecting the luer lock to their jelco IV catheter and they tend to loosen up and leak. In addition, when they flush the extension set and then clamp it off with the slide clamp they freq. Get blood backup and the extension set clots off. No serious pt injuries, but some of the pts had to have their ivs restarted.